Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Upon arrival, the isi fse noticed persistent c ¿ 00 error codes. The isi fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci iesu involved with this complaint to perform a failure analysis. The reported c-34 error was confirmed and replicated. The iesu was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the generator was faulting. The customer indicated they tried to troubleshoot prior to calling without resolving. Intuitive surgical, inc. (Isi) technical service engineer (tse) advised the customer to bypass their generator with the force triad for monopolar energy. The customer was planning to look for a generator and energy activation cable. The isi clinical sales representative (csr) later called to report the personality module energy device (pmed) led was red after connecting the covidien energy activation cable from the covidien generator to the vision side cart (vsc). The isi tse asked the csr to verify the energy activation cable part number on the white label. The csr provided an energy activation cable, but it was not compatible. The isi tse informed the isi csr that the surgeon could use covidien bipolar and monopolar foot pedals to activate energy instead of the surgeon console energy pedals. The surgeon was completing the procedure as planned with no reported injury or harm.